Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7060-90, lot# 493335, mfd. 04/17/15, expires 2020-04, UDI (B)(4). Second (middle): ifuse implant, p/n 7045-90, lot# 353335, mfd. 02/11/15, expires 2020-02, UDI (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2015 where three implants were placed after removing iliosacral screws. After a period of pain relief, the patient complained of a recurrence of pain in the joint. The implants appeared to be optimally positioned and fixed in bone, but the surgeon decided to revise in an attempt to offer some pain relief. In (B)(6) 2017, the surgeon performed a revision surgery where he used chisels to remove two implants that were solid in bone and added a new implant in a new location. The status of the patient following the revision surgery is not yet known.